Event description:
It was reported the stylus was not responding to the left side of the screen. Another programmer was used to complete interrogation of the patient's device. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus and arrow on the screen would not align, as a result the overlay/bezel assembly was replaced. It was also noted that the stylus was missing. (B)(4).